Event description:
The customer and the nurse called to inquire about why the customer went into dka. Troubleshooting was performed. The pump passed the functional testing. However, it was revealed that the customer got an error alarms and did not reprogram the pump. The customer indicated that they are confortable with the pump and is able to resume to normal pump therapy.